Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not holding time and date. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted dso seal, and a loose latch lock. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that a depleted battery was the root cause. To address the issue, the device was charged for 250 hours. The service history review identified no indication that the complaint was related to a service of the device within the review period.